Event description:
The lesion was a concentric stenosis in the mid lad, with moderate tortuosity and moderate calcification. During advancement of the device, there was resistance with the anatomy due to the calcification. The lesion was dilated six times. During the removal of the device, resistance was again noted and the physician pulled on the dilatation catheter hard, at which time the shaft became separated. The separated distal portion was inside of the guiding catheter and nothing was left inside of the pt.